Event description:
It was reported that indication for use: cardiogenic shock. While in cardiac surgery, the pt was considered as complicated. The md inserted the intra-aortic balloon (iab) through the teflon sheath via femoral with no issues. At the beginning of therapy (approx 4:00) blood was observed in the helium tubing. The customers responded quickly and were able to avoid contamination of the pump. As a result, the iab was removed. A new iab was inserted and therapy continued successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted with no cause harm to the pt. The pt outcome is the pt continued with cardiac support. Add'l info received on (B)(6) 2012 from the quality assistant - teleflex (B)(4) stated that the iab and sheath were removed as one unit. Both iab's were prepped per instructions for use. The delay or interruption in therapy was a few minutes. The pump alarmed appropriately. Update received from teleflex (B)(4) on (B)(6) 2012 stated the same insertion site was used for the second iab which was the left femoral artery.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.